Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the unit was received with the hinge joint disassembled. The two hinge joint pressure rings were included with the unit but the retaining spiral ring that secures the hinge joint in place was not included. There was no excess oil noted on the unit. A functional evaluation could not be performed. The complaint was confirmed. The unit no longer conforms to smith & nephew manufacturing specifications. Based on physical evidence, it appears the reported failure is a result of a third party service. Factors that could have contributed to the reported event include disassembly by a third party. The spider 2 limb positioner instructions for use provides the following warnings and precautions: ¿only trained individuals should perform maintenance on the spider 2. A review of the spider 2 evaluation and service process noted steps required to separate the slender arm weld assembly from the large arm weld assembly. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider came apart. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.